Event description:
A customer stated that there is a fluid on the collection tube caps of their dxc 600i instrument. The leaking fluid that the customer found was diluted waste solution and was contained within the instrument. No erroneous patient results were generated due to this event.

Manufacturer narrative:
Per customer, their onsite bio medical engineer found out that the cap piercer line #118 was clogged. The bio medical engineer removed the clogged material by pressurizing the line #118 with an external syringe and that resolved the issue. The customer does not know what the clogging material was. The system is working fine since then. The manufacturer reference number for this event is (B)(4). Customer resolved the issue.